Manufacturer narrative:
Per additional information on february 3rd, 2026, please disregard report #3014585508-2026-04168-00 as the patient was unable/unwilling to answer the questions about the pod's cannula inserting in the skin and if the pod's cannula was visible after pod removal, therefore, leading to no evidence of a needle mechanism failure. The event does not meet reporting criteria.

Event description:
It was reported by the patient that their blood glucose (bg) level reached 14 mmol/l (252 mg/dl) while wearing the pod between 25 and 36 hours on the infusion site (arm). Reportedly, the cannula did not insert into the infusion site, and it was not visible after the pod was removed despite the pink slide having moved forward, which indicates that the cannula retracted. As treatment, a new pod was applied. Additional information received 03-feb-2026 - the patient was unable/unwilling to answer the questions about the pod's cannula inserting in the skin and if the pod's cannula was visible after pod removal, therefore, leading to no evidence of a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose (bg) level reached 14¿mmol/l (252¿mg/dl) while wearing the pod between 25 and 36 hours on the infusion site (arm). Reportedly, the cannula did not insert into the infusion site, and it was not visible after the pod was removed despite the pink slide having moved forward, which indicates that the cannula retracted. As treatment, a new pod was applied.